Manufacturer narrative:
(B)(4) - according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential adverse events that may occur and/or require intervention include, but are not limited to, endoleak and aneurysm enlargement. Furthermore, the IFU informs users of the risks associated with type ii endoleaks, and users are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2017 the patient underwent endovascular treatment of an abdominal aortic aneurysm and bilateral common iliac artery aneurysms using gore® excluder® aaa endoprostheses. The patient tolerated the procedure. On (B)(6) 2020 follow-up CT imaging revealed a type ii endoleak and aneurysm enlargement (amount unknown). On (B)(6) 2020 a reintervention was performed to treat the type ii endoleak and aneurysm enlargement. The patient's lumber artery was ligated. The patient tolerated the procedure.